Manufacturer narrative:
The device was returned to the MFR and the event was confirmed. The drivetrain was broken and had no spring for return or retention. The device was repaired and returned to the account.

Event description:
It was reported that during a procedure, the blade became unseated from the saw and landed away from the surgical site. There were no adverse consequences reported in this event. The procedure was completed.